Event description:
Initial report of high impedance was discovered during a periodic programming history database review. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement. The surgeon was noted to be aware of the high impedance prior to the replacement and decided to only replace the generator as the patient¿s seizures were still under control and no changes in therapy were observed. There was no reported trauma or adverse events were the physician. Further information was received that the explanted generator was discarded. Pin re-insertion was not attempted with the explanted generator as the surgeons present noted that the pin appeared fully inserted visually. The pin was cleaned with sterile water and dried with a cloth. It was noted that visual verification of proper connection of the pin into the header was confirmed.